Event description:
It was reported that, during preparation for a cervical conization procedure, this fiber was left on a cloth that had been placed on the patient. The console screen status remained in ready mode while the laser fiber was outside the patient. The cloth suddenly caught fire; the fire was quickly extinguished and there has no harm to the patient or medical staff. The procedure was completed with the same fiber. It is believed that the system was mistakenly activated, leading to the fire. Additional information was received indicating that the handpiece showed burn marks, indicating that the laser had been fired inside the handpiece. No patient complications were reported.

Manufacturer narrative:
H6 device code: change to reflect break.

Event description:
It was reported that, during preparation for a cervical conization procedure, this fiber was left on a cloth that had been placed on the patient. The console screen status remained in ready mode while the laser fiber was outside the patient. The cloth suddenly caught fire; the fire was quickly extinguished and there was no harm to the patient or medical staff. The procedure was completed with the same fiber. It is believed that the system was mistakenly activated, leading to the fire. Additional information was received indicating that the handpiece showed burn marks, indicating that the laser had been fired inside the handpiece. This is indicative of a fiber break. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent visual analysis. The returned fiber was in two pieces with the fiber body broken between the connector and the tip. The tip and distal end of the fiber body exhibited evidence of burning. Visual analysis confirmed the reported clinical observation.

Event description:
It was reported that, during preparation for a cervical conization procedure, this fiber was left on a cloth that had been placed on the patient. The console screen status remained in ready mode while the laser fiber was outside the patient. The cloth suddenly caught fire; the fire was quickly extinguished and there has no harm to the patient or medical staff. The procedure was completed with the same fiber. It is believed that the system was mistakenly activated, leading to the fire. Additional information was received indicating that the handpiece showed burn marks, indicating that the laser had been fired inside the handpiece. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent visual analysis. The returned fiber was in two pieces with the fiber body broken between the connector and the tip. The tip and distal end of the fiber body exhibited evidence of burning. Visual analysis confirmed the reported clinical observation.

Event description:
It was reported that, during preparation for a cervical conization procedure, this fiber was left on a cloth that had been placed on the patient. The console screen status remained in ready mode while the laser fiber was outside the patient. The cloth suddenly caught fire; the fire was quickly extinguished and there has no harm to the patient or medical staff. The procedure was completed with the same fiber. It is believed that the system was mistakenly activated, leading to the fire. Additional information was received indicating that the handpiece showed burn marks, indicating that the laser had been fired inside the handpiece. No patient complications were reported.